Manufacturer narrative:
Company comment: the serious events of anaphylactic reaction, hypersensitivity at implant site, tongue oedema and the non-serious events of erythema, rash at implant site and malaise were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and hospitalization to prevent permanent damage. The likely root cause includes the patient's hypersensitivity to the product. Sculptra was intentionally misused with regards to cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. The reported lot numbers were valid and verified the reported product. A trending analysis was conducted to evaluate the number of medical complaints associated with lot numbers 4j5521 and 4j5351. To date, no medical complaints have been reported for lot number 4j5351. For lot number 4j5521, eight medical complaints have been reported, including the case of concern. However, only two of these cases (including the case of concern) involved a hypersensitivity reaction. Batch record reviews of both lot numbers were performed. Sanofi confirmed that no quality issues were identified in the overall manufacturing process of the specified batches. The batches were conforming with the cgmp and to the specification requirements. The reporting rate of hypersensitivity events following sculptra treatments was (B)(4) in 2024 and has remained consistent over the past four years. This case represents the first reported in argentina involving hypersensitivity with an associated anaphylactic reaction following sculptra treatment. The information in this case does not indicate a non-conforming product or malfunction. The investigations performed are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 12-aug-2025 by a physician concerning a 63-year-old female patient. Additional information was received on 13-aug-2025 from the same reporter. The patient had no known relevant medical history. No information regarding a history of allergies was provided. The patient had previously received three sculptra treatments, with the most recent injection in (B)(6) 2024, without complications. On (B)(6) 2025, the patient received a fourth treatment session with 10 vials of sculptra, 2 vials to each arm and 3 vials to each side of gluteal region using a 22g 70 cannula with an unknown injection technique. The patient received 9 vials of sculptra from lot number 4j5521 and 1 vial from lot number 4j5351. Each vial of sculptra was injected with 1.5 ml of 2% lidocaine [lidocaine], and the entire treatment was performed in a single session. Sculptra was injected using a 22g 70 cannula (intentional device misuse). On the same day, the patient also received concomitant treatment with 2 vials of profhilo in a single session to the face and neck. Approximately one hour after treatment, the patient developed a severe anaphylactic reaction (anaphylactic reaction) with erythema (implant site erythema) initially in the arms, followed by gluteal injections in the adductor region, and a skin rash (implant site rash) without compromise of the patient's general condition. The patient was admitted to the emergency department around 22:45 on the same day and received treatment with 40mg of methylprednisolone [methylprednisolone], intravenous hydrocortisone [hydrocortisone], and diphenhydramine [diphenhydramine], which reduced the rash. However, the patient subsequently developed bilateral tongue edema (tongue oedema) and was hospitalized. Laboratory tests performed showed normal results. The patient was later discharged but returned to the hospital with a similar presentation and again received treatment with hydrocortisone. The treating physician suspected allergic reaction (implant site hypersensitivity) rather than lidocaine intoxication, despite uncertainty regarding mannitol [mannitol] or lidocaine as possible triggers. The patient remained hospitalized under an unspecified treatment regimen, she was stable but not very well (malaise) after 72 hours. The treating physician also reported that the patient did not take any oral nsaids following the sculptra treatment. In addition, the patient received cetirizine [cetirizine] and clonazepam [clonazepam]. However, no information was provided regarding the duration, dates, or dosing regimen of these therapies. The patient remained hospitalized until (B)(6) 2025 and was discharged fully recovered. Outcome at the time of the report: anaphylactic reaction was recovered/resolved. Erythema was recovered/resolved. Rash was recovered/resolved. Tongue edema was recovered/resolved. Suspected allergic reaction was recovered/resolved. Not very well was recovered/resolved. Sculptra was injected with 22g 70 cannula was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 19-aug-2025 and 26-aug-2025 from the same reporter. Events (anaphylactic reaction, intentional device misuse) added, patient demographics, concomitant filler treatment, suspect device implant date, volume, needle type, lot number, expiry date, hospitalization details, outcome, laboratory tests and corrective treatment details were updated. V.2 batch record review results received on 14-nov-2025.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 12-aug-2025 by a physician concerning a 63-year-old female patient. Additional information was received on 13-aug-2025 from same reporter. The patient had no known relevant medical history. No information about history of allergies has been provided. The patient had previously received treatment with sculptra three times with recent injection being in (B)(6) 2024 without any complications. On (B)(6) 2025, the patient received the fourth treatment session with 10 vials of sculptra, 2 vials to each arm and 3 vials to each side of gluteal region using a 22g 70 cannulas with unknown injection technique. The patient was treated with 9 vials of sculptra with lot number 4j5521, and 1 vial with lot number 4j5351. Each vial of sculptra was injected with 1.5 ml of 2% lidocaine [lidocaine] and the entire treatment was performed in one session. The sculptra was injected using a 22g 70 cannulas (intentional device misuse). On the same day, the patient also received concomitant treatment with 2 vials of profhilo in a single session to the face and neck. On the same day, approximately one hour after treatment, the patient developed a severe anaphylactic reaction (anaphylactic reaction) with erythema (implant site erythema), first in arms, followed by gluteal injections in the adductor region, and a skin rash (implant site rash) without compromise of the patient's general condition. The patient was admitted to the emergency department around 22:45 pm on the same day, and received treatment with 40mg of methylprednisolone [methylprednisolone], intravenous hydrocortisone [hydrocortisone] and diphenhydramine [diphenhydramine] which reduced the rash; however, the patient also developed bilateral tongue edema (tongue oedema) and was hospitalized. Laboratory tests performed showed normal results. Later, the patient was discharged but again returned to hospital with a similar presentation and again received a treatment with hydrocortisone. The treating physician suspected allergic reaction (implant site hypersensitivity) rather than lidocaine intoxication, despite uncertainty regarding mannitol [mannitol] or lidocaine as possible triggers. The patient remained hospitalized under an unspecified treatment regimen, she was stable and not very well (malaise) after 72 hours. The treating physician also reported that the patient did not take any oral nsaids following the treatment with sculptra. In addition, the patient received cetirizine [cetirizine] and clonazepam [clonazepam], and no information was provided regarding the duration, dates and dosing regimen of these therapies. The patient remained hospitalized until (B)(6) 2025 and was discharged fully recovered. Outcome at the time of the report: anaphylactic reaction was recovered/resolved erythema was recovered/resolved. Rash was recovered/resolved. Tongue edema was recovered/resolved. Suspected allergic reaction was recovered/resolved. Not very well was recovered/resolved. Sculptra was injected with 22g 70 cannula was recovered/resolved. Tracking list: v.0 initial v.1 fu received on (B)(6) 2025 from the same reporter. Events (anaphylactic reaction, intentional device misuse) added, patient demographics, concomitant filler treatment, suspect device implant date, volume, needle type, lot number, expiry date, hospitalization details, outcome, laboratory tests and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious events of anaphylactic reaction, hypersensitivity at implant site, tongue oedema and the non-serious events of erythema, rash at implant site and malaise were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and hospitalization to prevent permanent damage. The likely root cause includes the patient's hypersensitivity to the product. The sculptra was intentionally misused with regards to cannula use. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. The reported lot numbers were valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a physician concerning a 63-year-old female patient. Additional information was received on 13-aug-2025 from same reporter. No information about medical history or history of allergies has been provided. The patient had previously received treatment with sculptra three times with recent injection being in (B)(6) 2024 without any complications. On an unknown date, the patient received the fourth treatment session with 10 vials (20 ml) of sculptra to arms and gluteal area (with an unknown lot number, injection technique and needle type). The threatment with sculptra was administered with 2% lidocaine [lidocaine]. On an unknown date, approximately one hour after treatment, the patient developed erythema (implant site erythema) first in arms followed by gluteal injections in the adductor region and a skin rash (implant site rash) without compromise of the patient's general condition. On an unknown date, the patient was hospitalized and received corrective treatment with 40mg of methylprednisolone [methylprednisolone], intravenous hydrocortisone [hydrocortisone] and diphenhydramine [diphenhydramine] which reduced the rash; however, the patient also developed bilateral tongue edema (tongue oedema). Later, the patient was discharged but again returned to hospital with a similar presentation and again received a treatment with hydrocortisone. The treating physician suspected allergic reaction (implant site hypersensitivity) rather than lidocaine intoxication, despite uncertainty regarding mannitol [mannitol] or lidocaine as possible triggers. The patient remained hospitalized under an unspecified treatment regimen, she was stable and not very well (malaise) after 72 hours. Outcome at the time of the report: erythema was recovering/resolving. Rash was recovering/resolving. Tongue edema was recovering/resolving. Suspected allergic reaction was recovering/resolving. Not very well was recovering/resolving.

Manufacturer narrative:
Company comment: the serious events of hypersensitivity at implant site, tongue oedema and the non-serious events of erythema, rash at implant site and malaise were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions and hospitalization to prevent permanent damage. The likely root cause includes the patient's hypersensitivity to the product. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.